Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the dilator was received inserted inside the introducer sheath; however, was not securely fastened as a small gap could be seen between the introducer hub and dilator hub. The dilator tip was damaged. This will be considered an incidental finding as the damage was not reported by the user. The reported event involved the filter failing to advance through the sheath. The dilator must have been inserted through the sheath during packaging for return and likely caused the tip damage post procedure. Two sheath perforations were found approximately 54.9cm from the distal tip. The perforations likely were a result of the anchors catching along the sheath during advancement. The pusher catheter is bent 29.2cm from the proximal end of the handle. The bend in the catheter likely occurred during packaging for return as it was not reported by the user. The filter was returned deployed with the apex still within the distal end of the storage tube. String/fiber was found near the apex of the filter. The string/fiber was found on the filter. The device was wrapped in a surgical drape which has consistent fibers and likely the source. A mandrel was used to push the filter out of the storage tube. The filter contained all 6 arms and 6 legs present and intact. No anomalies were noted to the filter or storage tube. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Conclusion: the device was returned. The filter was received expanded from the distal end of the storage tube with only the apex remaining inside. Two sheath perforations were found approximately 54.9cm from the distal tip. The investigation is confirmed for failure to advance and material puncture. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. - warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. - precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a subclavian vena cava filter deployment procedure; upon advancement from the storage tube, the filter allegedly punctured a hole in the sheath and became stuck just past the hub of the sheath and prior to entering the patient. Access was maintained with a guidewire, the filter system was exchanged and a new vena cava filter was prepped and deployed successfully. There was no reported impact or consequence to the patient.